Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient stated his programmer was reading out of regulation (oor). The cause of the issue was unknown. No falls were reported. It was reported impedances were checked and the active contact number 2 was reading 17k. It was reported there were no know reasons as to why there was high impedance on contact 2. The patient was reprogrammed using contact 1 and was doing well with this setting. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury.